Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Upon initial inspection, the surgeon's side console (ssc) showed no left-eye image. The isi fse also found error code 121 on the ssc indicating a left monitor issue. The isi fse replaced the left high resolution stereo viewer (hrsv). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform a failure analysis. The hrsv was analyzed and found to have an error 119 and the left eye was completely black. During in-house testing the unit was installed monitor to the pca system and no video in the left eye was noted. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer-reported issue.

Event description:
It was reported that during a da vinci-assisted umbilical hernia ipom surgical procedure, the customer called intuitive surgical, inc. (Isi) technical support engineer (tse) and stated that the left eye was completely black. The customer stated that the first two cases had no issue and in the 3rd case, the left eye was black. There were no related errors in the logs. The isi tse walked the customer through toggling between the right and left eye at the vision side cart (vsc) successfully and then disconnecting the endoscope from the endoscope controller (ec), but there were still no color bars in the left eye. The isi tse walked the customer through a hard power cycle of the surgeon side console (ssc) with no change. The customer was swapping out the ssc from their other system to proceed with this case. The procedure was converted to another da vinci system with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter the event was confirmed to have taken place during an umbilical hernia repair procedure. The system had been inspected at the beginning of the day and two cases were completed prior with no issues. The procedure was completed robotically with a backup surgeon side console (ssc) and there was no injury to the patient.

Event description:
Refer to h10/h11 for follow-up information.